Event description:
It was reported by the customer, leakage when flushing, a hole discovered next to the wings.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, leakage when flushing, a hole discovered next to the wings. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was inserted to basilic vein (B)(6) 2024, exit marking 2cm, total length 33cm, locked with saline, dressed straight along patient's arm and secured with statlock, removed (B)(6) 2024. PICC used for oncology treatment (epirubicin, cyklofosfamide, docetaxel). It is unknown if it was used for CT scans, no occlusions reported. External leakage by the wings was detected during flushing. PICC was used for 2 months. Patient was in the hospital at the time the leak was detected. They did take the PICC home and performed administration of therapy, flushing to maintain patency, and dressing changes. It is unknown if they participated in physical activities. There are no xrays available for this incident. Catheter site was cleaned with chlorhexidine solution poured from a bottle (0,5%).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 6 cm and 7 cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.